Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-60 lead, implanted: (B)(6) 2015-. (B)(4).

Event description:
It was reported that the epicardial right atrial (ra) lead had high thresholds and was not sensing p waves very well. The lead was capped and replaced. The endocardial ra lead had sensing issues at implant, at a device check the sensing had dropped to stable capture thresholds. The lead also exhibited far r-wave sensing issues. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.